Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, total delamination (100%) of plug strap, curved opening, yellow biological tissue. Leak test and microscopic analysis was performed which identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening, a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening size), total delamination of diapherm flange disk assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A crease sharp opening assessed as fold flaw opening. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.